Manufacturer narrative:
The c503 analyzer serial number was (b(6). For the initial result, a normal reaction was observed on the reaction monitor data provided. An abnormal reaction was observed for the repeat result. Calibration and qc were acceptable. Abnormal aspiration, sample clot detection, sample probe, and sample short alarms were observed on the alarm trace data. The customer used a centrifugation time of 5 minutes at 3000 revolutions per minute (rpm). A precision check was performed. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for bilt3 bilirubin total gen.3 on a cobas c 503 analytical unit. The initial result was 40.3 umol/l. The initial result was held due to auto-validation rules. The repeat result was 4.36 umol/l and was auto-verified. The initial result was believed to be correct. The repeat result is in question.

Manufacturer narrative:
A general reagent issue was excluded as calibration, and qc were acceptable. Based on the customer's centrifugation time of 5 minutes, the investigation determined the event was consistent with preanalytical handling issues.